Manufacturer narrative:
Technician found left siderail was not latching in the up position due to broken end tube. Replaced the end tube to resolve this issue. Bed found on first floor.

Event description:
Complaint indicated that the left siderail was not latching up. No injury alleged.